Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system controller and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that upon powering the device on while transporting a patient, the display showed a white screen and the device locked up. The customer indicated that patient care was not compromised, and there was no adverse effect on the patient due to this reported failure.